Manufacturer narrative:
Event of handle cannula detached. Investigation results: visual evaluation of the complaint device found the handle cannula detached. The handle cannula presented slight marks of the handle assembly process, which indicates that the cautery pin was in contact with the handle cannula before it detached. Functional testing could not be performed due to the handle cannula detachment. A dimensional inspection was performed and all the measurements were within manufacturing specifications. The complaint was not confirmed, the handle cannula was found to be detached. This failure was caused by improper assembly of the handle cannula during the manufacturing process. There is an investigation in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used during a colonoscopy procedure. According to the complainant, during the procedure, the device was extended but would not retract. After repeated attempts to retract the loop, the physician noted that the handle cannula was bent. The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results revealed the handle cannula to be detached, therefore this is now an MDR reportable event.